Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported post-sensed t-wave oversensing episode was observed on an asymptomatic patient via a remote monitoring system. The device was reprogrammed and the oversensing issue was resolved.